Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, when the lens was inserted in the patients eye, the trailing haptic caught on the advancement arm of the delivery system injector and tore off. The lens was safely removed from the patients eye and the backup was implanted. The surgery was completed and the patient was discharged in stable condition. Additional information has been received and stated that, the surgeon is unsure exactly what caused the event. Surgeon also stated that there was a scratch on the lens. Surgeon thinks it could possibly be a problem with the delivery system injector.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A sample was not received at the manufacturing site for evaluation for the report of trailing haptic tor off and there was a scratch on the iol; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).